Event description:
Pt went for heart cath for angioplasty and placement of iab catheter. The next day at 530 rn called md re: slow gas loss alarm on iab pump. At 630 blood draining back in tubing. Iabc removed at 0700. Initially pt doing okay then started to do poorly, increased hr, decreased bp. Pt was about to go to cath lab for reinsertion of iab cath when they arrested and died.

Event description:
Add'l info rec'd from MFR 9/7/00: the complaint report indicated that the iabp generated an alarm to alert the users. Since the iabp functioned as designed, the report was not forwarded to the preventive maintenance div for any add'l investigation. In addition, the user facility did not contact preventive maintenance's svc dept for an evaluation of the iabp. For the most part, the user facility's biomed dept handles all repairs.